Manufacturer narrative:
(B)(4). Additional information: how was the procedure done? Open. What device was used for the proximal and distal transaction of the bowel? Proximal: unknown. Distal: unknown. On what tissue type was the device used? Bowel. Does the surgeon normally use a purse string technique? Yes. Did the surgeon use a purse string technique in this procedure? Yes. Was the spike of the trocar inserted through the bowel lateral or through the staple line? Unk. What confirmation did the surgeon receive that the anvil was firmly attached? Click. When the device was fired, what was the location of the indicator within the gap setting scale? In the green zone. Was buttressing material used? No. Was the instrument fired across or near existing staple line(s) or clip(s)? No. How did the surgeon confirm the device was fully fired (i.e. Crunch heard; compressed until unable to fire any further, etc)? No crunch was heard initially please see report for full explanation. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, opening or firing)? No. Was there any difficulty removing the device from tissue? Yes. If yes, how many counter-clockwise revolutions were used to open the device? 3, 1/2 turns what steps were taken to confirm a successful anastomosis (i.e. Leak test, donut confirmation, etc)? Donuts. What were the results of the tests/examination? Full donuts no staples. What were the medical indications for surgery? Unknown. Did the patient receive a temporary ileostomy or permanent colostomy? Yes an ileostomy. Was the ileostomy/colostomy planned as part of this procedure? No. Are there plans to reverse the ileostomy? Yes. Does the patient have any relevant history of surgical treatments? Unk. Has the patient recently had radiation or chemotherapy? Unk. Did someone other than the primary surgeon fire the device? Yes. Resident and then another resident. Was there a recent conversion to ees devices in this account /surgeon? Yes. Is there any other additional information you would like to share about this device/procedure? The resident's acknowledge they made a mistake firing the device and not following proper use. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The instructions for use provide detail instruction on device removal. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure, the device was fired by two residents, the surgeon was not in the room. The device was fired, but no crunch sound was heard. They let go of the firing handle and switched positions. It was found that the device had cut, the donuts were perfect but there were no staples formed. Some staples were present but they could not say what was their shape. The stump was over-sewed and a new device was opened and used to successfully create the anastomosis. The patient was stable following the procedure.

Manufacturer narrative:
(B)(4).